Event description:
A report was received that a patient was getting painful stimulation in her back. After meeting with her physician, the patient has decided to have the ipg explanted. The explant date has not been determined at this time.